Event description:
Patient called lfs alleging the ot basic meter would only prompt the error 2 message. Patient reported experiencing no symptoms at the time of trying to test. No adverse event was reported. The issue was not resolved with troubleshooting. Patient reported storing the test strips outside of the vial and cleaning the meter with alcohol. No further information has been reported.